Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device fired fine, but the cutline was 3mm short of completing the cutline. This occurred at all eleven firings. At one of the firings, the surgeon placed two clips on the staple line and completed the cutline with scissors. The case was completed with no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.